Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the sterilization process for this device was validated in accordance with (B)(4) and (B)(4) to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each mfg lot is released, the "certificate of processing" from (B)(6) (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in (B)(6). Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. Cause cannot be definitively determined. Eval: review of the device history record did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was hospitalized due to infection after surgery.